Manufacturer narrative:
The pump passed, the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat at 0.0874 inches. The pump passed, tone test and vibration test, during self test. Toggled on/off and increased/decreased volume with the audio feature functioning properly. The pump was monitored for 1 day. No unexpected pump audio anomaly noted, during testing. No audio/vibrate/absence of alarm anomalies noted, during testing. The following were noted, during visual inspection: minor scratched display window, scratched case, cracked battery tube threads, cracked case at corner of the belt clip rail and pillowing keypad overlay. Test p-cap and reservoir locked properly into reservoir compartment, during testing. History download was successful using thump and carelink upload was successful. The pump did not have a battery installed, when received. No damage noted, on the original battery cap. Please see below for the first 10 boluses listed on the event date (B)(6) 2024, in the pump history file. 09/28/2024, 00:04:15.000, normal bolus delivered (220): bolus programming method: cl1 microbolus (5), normal bolus amount programmed: 1250 (0.125 u), bolus amount delivered: 1250 (0.125 u). 09/28/2024, 00:09:15.000, normal bolus delivered (220): bolus programming method: cl1 microbolus (5), normal bolus amount programmed: 1000 (0.1 u), bolus amount delivered: 1000 (0.1 u). 09/28/2024, 00:14:13.000, normal bolus delivered (220): bolus programming method: cl1 microbolus (5), normal bolus amount programmed: 1000 (0.1 u), bolus amount delivered: 1000 (0.1 u). 09/28/2024, 00:19:15.000, normal bolus delivered (220): bolus programming method: cl1 microbolus (5), normal bolus amount programmed: 1250 (0.125 u), bolus amount delivered: 1250 (0.125 u). 09/28/2024, 00:24:13.000, normal bolus delivered (220): bolus programming method: cl1 microbolus (5), normal bolus amount programmed: 1000 (0.1 u), bolus amount delivered: 1000 (0.1 u). 09/28/2024, 00:29:15.000, normal bolus delivered (220): bolus programming method: cl1 microbolus (5), normal bolus amount programmed: 1250 (0.125 u), bolus amount delivered: 1250 (0.125 u). 09/28/2024, 00:34:13.000, normal bolus delivered (220): bolus programming method: cl1 microbolus (5), normal bolus amount programmed: 1000 (0.1 u), bolus amount delivered: 1000 (0.1 u). 09/28/2024, 00:39:13.000, normal bolus delivered (220): bolus programming method: cl1 microbolus (5), normal bolus amount programmed: 1000 (0.1 u), bolus amount delivered: 1000 (0.1 u). 09/28/2024, 00:44:15.000, normal bolus delivered (220): bolus programming method: cl1 microbolus (5), normal bolus amount programmed: 1250 (0.125 u), bolus amount delivered: 1250 (0.125 u). 09/28/2024, 00:49:13.000, normal bolus delivered (220): bolus programming method: cl1 microbolus (5), normal bolus amount programmed: 1000 (0.1 u), bolus amount delivered: 1000 (0.1 u). Unable to verify, customer's daily total of all insulin delivered surrounding the event date of (B)(6) 2024, listed on smartsolve, due to insufficient data in the trace/history files. There were no autosuspend (12) alarm noted, on the event date of (B)(6) 2024, in the pump history file. Please see below for the usersuspended (2) alarm noted, on the event date of (B)(6) 2024, in the pump history file. 09/28/2024, 04:30:41.000 , insulin delivery stopped (30): reason for insulin delivery suspension: usersuspended (2). Please see below for the pump error(s)/alarm(s) noted, 1 week prior to the event date (B)(6) 2024, in the pump history file. 09/25/2024, 15:49:00.000, alarm alert notification (40): fault number: lost sensor 1 alert (780) 09/27/2024, 21:09:12.000, alarm alert notification (40): fault number: sensor error alert (801) 09/28/2024, 20:55:00.000, alarm alert notification (40): fault number: low battery alert (104) the pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 240 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly, lost sensor alert or sensor error alert noted. Earliest power data available, per the power management tool/detail trace file is on 10/2/2024, 4:16:58 pm. There was no power data available for the date of 09/28/2024. Unable to check power data for low battery alert. The power management tool confirmed, the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Lost sensor 1 alert (780), not confirmed. Sensor error alert (801), not confirmed. Low battery alert (104) , unknown. The pump passed, the functional testing. Unable to confirm, alleged high bgs. No unexpected pump audio anomaly noted, during testing. Audio/vibrate anomaly/absence of alarm not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia, malaise, fatigue treated with an insulin pump (subcutaneous insulin infusion), and an emergency room visit. The customer reported a blood glucose value of 417 mg/dl when admitted to the hospital and a current blood glucose value was 348 mg/dl. Troubleshooting was performed. The event involved product(s) mmt-1884l, mmt-213a, mmt-332a, mmt-7040a. The customer was using the auto mode/smartguard feature at the time of the event. The customer has been using the insulin pump system within 48 hours of the reported high blood glucose event. No further patient complications were reported. The customer will discontinue using the device and the insulin pump. Mmt-1884l was requested and the customer response was the device will be returned. No product return was required for mmt-213a. No product return was required for mmt-332a. No product return was required for mmt-7040a.